Event description:
A malfunction alarm was reported with a malfunction code displayed as "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.